Event description:
It was reported that the wake button was very hard to press and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support and was already in process for renewal pump, and no additional information was received regarding any further actions or outcome.